Event description:
Review of performance data from the device indicated premature battery depletion caused by high current drain. The device was explanted. No patient complications were reported as a result of this event.

Event description:
Review of performance data from the device indicated premature battery depletion caused by high current drain. The device was explanted. No patient complications were reported as a result of this event. A medwatch was received and reports premature ICD battery depletion due to high current drain. Patient is stable.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: we did receive performance data collected from the device and have analyzed the data. The device did not meet expected longevity; a high current drain was determined. Based on that data, the shape of the battery depletion curve looked normal, but accelerated in time. Since then, the device was returned for analysis. Analysis indicated the device was fully functional, with no high current drain or evidence of battery problems however it did not meet the longevity projections for this model. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.